Event description:
This was a spontaneous report from a female consumer reporting on herself. This report contains information received in 2008. The consumer reported applying two bengay moist heat therapy pads (no active ingredient) on the front and back of one leg, once beginning in 2008, for legs that feel tired due to ms. After product use, the "product got too hot" and in the next day, she had a blister. As at about 5 days later, the event of the blister has been reported as recovering but consumer reports "giant dark spot on leg", of which the outcome has not resolved. This report is serious (medically significant).

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.